Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported on the lot number. Additional info was requested on 03/18/2009 by fax and mail. A completed questionnaire has not been received.

Event description:
A director of accounts receivable reported that one day following intraocular lens (iol) implant surgery, the iol was removed and replaced with an iol of the same model and diopter. The reason for the exchange was not provided. Additional info has been requested.